Event description:
Navilyst medical namic convenience kit had cracked manifold which was replaced before case started. Device received by clinical engineering. Pertinent data was logged and will be returned to manufacturer for analysis.